Event description:
It was reported that during a stereo procedure, the driver's probe would not close. The probe was replaced with a new needle. The driver was able to calibrate with a new probe and samples were obtained. However, the rinse button on the system's touchscreen was not appearing on the screen. Tried to restart the system, but it did not resolve the touchscreen for the rinse button issue. Additionally, it was also reported the sn on the device's label is not legible.

Manufacturer narrative:
H10: as the serial number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the serial number is unknown and device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the serial number not legible/communication issue could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stereo procedure, the driver's probe would not close. It was further reported that the probe was replaced with a new needle. Furthermore, the driver was able to calibrate with a new probe and samples were obtained. However, the rinse button on the system's touchscreen was not appearing on the screen. Tried to restart the system, but it allegedly did not resolve the touchscreen for the rinse button issue. Additionally, it was also reported that the serial number on the device's label allegedly not legible. There was no reported patient injury.